Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was not able to be fired, but the surgeon able to squeeze the handle. In addition while the jaws was clamped, it was opened again, several attempts were made unsuccessful.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.